Manufacturer narrative:
The field service representative (fsr) performed troubleshooting which included replaced the valve, manifold kit (pn 7-77612-03) and the valve, bypass, 2 way (ln 7-200607-01) which resolved the issue. A review of service history for the architect i1000sr, serial number (B)(6), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect i1000sr did not identify any trends. A review of historical data for the replacement part the valve, manifold kit (pn 7-77612-03) and the valve, bypass, 2 way (ln 7-200607-01) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the replaced part the valve, manifold kit (pn 7-77612-03) and the valve, bypass, 2 way (ln 7-200607-01) or the architect i1000sr processing module, serial number(B)(6)was identified.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed decreased architect total b-hcg results on one patient, and instrument error message 1007 and 1008. The results provided were: on (B)(6) 2020, total b-hcg=<2 iu/l (<5.00 miu/ml=negative). On (B)(6) 2020, repeated result=25 iu/l (>or=25.00 miu/ml=positive). On (B)(6) 2020, previous result=32 iu/l (positive). On (B)(6) 2020, total b-hcg result=6 iu/l (negative). There was no reported impact to patient management.